Event description:
Customer reported background failures for the platelet parameter upon startup when using the coulter lh 500 hematology analyzer. The background failures were resolved initially by the customer through bleaching, zapping and replacing the diluent and cleaner reagents. The customer proceeded to rerun the specimens run prior to the background failures. Erroneous platelet test results were identified for two patient samples. The test results were determined to be erroneous when compared to results obtained using a coulter act diff 2 analyzer in the same laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the coulter lh 500 hematology analyzer. The erroneous platelet test results were reported out of the laboratory, however, there was no affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the rbc (red blood cell) bath. This resolved the issue with platelet recovery. This MDR is related to MDR 1061932-2014-02225, for a similar issue on a different date at the same customer facility using the same analyzer.